Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that the rod was found to be fractured. The rod was explanted; no further patient impact was reported. No additional information is available.

Manufacturer narrative:
Additional data.

Event description:
Corrected implant date was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned unit confirmed the reported failure mode. The work order was reviewed and confirmed the device passed all inspections and acceptance tests. The rod has been determined to have met manufacturing specifications assembly, the breakage was not determined to have been related to the manufacturing processes or material failure. The patient¿s daily activities and unique anatomical structure can influence the amount of stress applied to certain sections of the rod. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections.

Event description:
No additional information was provided.